Manufacturer narrative:
No sample collection or qc, system check data was supplied. There is no indication that service was dispatched for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a higher than expected hybritech prostate specific antigen (psa) result of 57.14ng/ml generated by the unicel dxl 800 access immunoassay system that was discordant to an alternate method which gave a result of 1.05ng/ml (tested on (B)(6) 2011). The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.